Event description:
It was reported that bd precisionglide¿ needle was blocked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, the customer found that the needle was clogged and could not be vented when using needle. On (B)(6) 2019, the dealer received the returned sample. After confirmation, the needle were blocked. The position is located at the connection between the needle hub and the needle, about 1mm away from the steel needle tube mouth (about 17mm from the needle tip inward), and the wire cannot clear it.

Manufacturer narrative:
Investigation summary: one sample was received. It has no packaging blister. It has the plastic shield. The plastic hub is cut in two pieces, and the top part is inside the plastic shield. After removing it from the plastic shield it was inspected under the microscope. There is a green material inside the needle. Root cause could not be determined as the sample has been tampered, by cutting it and using a wire to pass through it. However, foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle was blocked. This was discovered before use. The following information was provided by the initial reporter: on (B)(6) 2019, the customer found that the needle was clogged and could not be vented when using needle. On (B)(4) 2019, the dealer received the returned sample. After confirmation, the needle were blocked. The position is located at the connection between the needle hub and the needle, about 1mm away from the steel needle tube mouth (about 17mm from the needle tip inward), and the wire cannot clear it.